Event description:
During preparation for a surgical case, the surgical pencil tip was opened and found to be "peeling" when activated for surgery. The tip did not reach the patient, was removed from the surgical field, and replaced with a tip from a different lot number.